Event description:
Received information stating that due to a ventilator malfunction patient was placed on a second ventilator. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the o2 sensor. The unit passed extended self-testing.